Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. This device was not evaluated by a philips employee. The customer resolved the reported issue. The customer replaced the blower assembly, hoses, and gas delivery subsystem (gds) assembly to resolve the reported issue. The blower motor and the gas delivery system (gds) were returned for failure investigation. The blower motor component was tested and failure of silicone sealant of wire harness to motor body caused leak testing to fail, repair of sealant remove all leakage failures. The gds was tested and it was found that airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator failed the system leak test and the air flow accuracy test during performance verification testing (pvt). There was no patient involvement.